Event description:
The customer reported that the device did not power on as expected. There was no negative pt impact.

Manufacturer narrative:
The customer reported that the device did not power on as expected. There was no negative pt impact. The device was evaluated by the local biomedical engineer. No trouble was found. There was no evidence to suggest that a malfunction had occurred. The info provided is consistent with a use issue regarding care, and maintenance of the device and battery.